Event description:
Customer stated that for two weeks the code number displayed on the device did not match what was printed on the code key. No controls were in use. A request was made for return product and replacement product was sent.